Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, the patient presented with a high bladder neck, and aquabeam handpiece cracked upon insertion into the patient. A second handpiece was used, which also cracked and generated an "e22 - motorpack error" message and couldn't get the waterjet to start. At this point, a third handpiece was maneuvered without cracking; however, during jet alignment, the same "e22 - motorpack error" occurred. Despite troubleshooting, the error was unable to be cleared and in addition, an "e50 - console error" was generated as well. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Three (3) good faith attempts were made to retrieve the device; however, the aquabeam handpiece was not returned for investigation. A review of the device history record (DHR) ab2000-b/ serial number (B)(6) and the aquabeam handpiece / lot number 22c00555 was performed was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. The root cause of the reported event could not be established as the handpiece was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.